Event description:
It was reported by service report that the bed controls were not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusions - power switch on bed was turned off, resolved by turning back on.